Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the indwelling urinary catheter balloon could not be fully deflated to facilitate removal of the catheter. Several attempts made by different staff over a number of hours was made. Initial attempt to deflate the balloon yielded 4.5mls, the second attempt yielded an additional 1ml, and the third attempt yielded a further 3mls. In total, 8.5 mls was removed from balloon. The catheter was removed with 1.5mls remaining in the balloon.

Manufacturer narrative:
The reported event was confirmed manufacturing related as only the manufacturer has access to the inflation notch. Visual evaluation of the returned sample noted one opened (no original packaging), used silicone foley with the balloon deflated. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated with difficulty. The balloon was dissected to find that the inflation notch was not perforated completely. This does not meet the specification "notch not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed." Per inspection procedure. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number 5,179,174 and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Lubri-sil® all-silicone foley catheter peel to open" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the indwelling urinary catheter balloon could not be fully deflated to facilitate removal of the catheter. Several attempts made by different staff over a number of hours was made. Initial attempt to deflate the balloon yielded 4.5mls, the second attempt yielded an additional 1ml, and the third attempt yielded a further 3mls. In total, 8.5 mls was removed from balloon. The catheter was removed with 1.5mls remaining in the balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bond failure¿ with a potential root cause of ¿poor balloon design¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿released c.r. Bard, inc. Covington, ga 30014 u.s.a. Made in mexico lubricious coating bonded to a bardex® foley catheter made of clear silicone elastomer pk7602585 04/2006 warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number 5,179,174 and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Lubri-sil® all-silicone foley catheter peel to open" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the indwelling urinary catheter balloon could not be fully deflated to facilitate removal of the catheter. Several attempts made by different staff over a number of hours was made. Initial attempt to deflate the balloon yielded 4.5mls, the second attempt yielded an additional 1ml, and the third attempt yielded a further 3mls. In total, 8.5 mls was removed from balloon. The catheter was removed with 1.5mls remaining in the balloon.